Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm while using a contact detach infusion set with an ilet system, with blood glucose reported as stable and no visible leakage at the site. Symptoms included no adverse clinical effects. Outcomes included restoration of insulin delivery after troubleshooting. Investigation included guided troubleshooting and education, including disconnecting from the body as for showering, priming the tubing until drops were observed, and reconnecting, after which the user resumed insulin and announced a meal. Investigation of this case revealed a transient infusion occlusion that resolved following supply change and line priming, with no device component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary flow restriction consistent with an infusion set or line occlusion.